Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the physician felt resistance when pushing the tube along the guidewire. When the tube was pushed outside the body and the guidewire was withdrawn it was noted that the guidewire appeared untwisted. The physician confirmed there were no fragments in the endoscope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation showed the tip of guidewire was sheared off and not returned. Tip of guidewire appears to have been sheared or cut off, not fractured due to tensile force. If failure was due to tensile force, the core wire would have displayed deformation of material by elongating and necking down. Outer coil was stretched and kinked. End of the outer coil appears to have been sheared off also. The condition of the returned unit was consistent with the complaint incident that the guidewire corewire failed. The guidewire tip was missing from the guidewire and was not returned. Because the delivery system and other components were not returned it cannot be determined if there was an interference fit with the guidewire and other components which might have contributed to the failure. Therefore, the most probable root cause is undeterminable. A review of the device history record was performed for lot 13880661 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13880661.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the physician felt resistance when pushing the tube along the guidewire. When the tube was pushed outside the body and the guidewire was withdrawn it was noted that the guidewire appeared untwisted. The physician confirmed there were no fragments in the endoscope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.